Manufacturer narrative:
H.6. Investigation: one photo and one 5ml syringe in an opened blister pack from batch 8281966 (p/n 305062) was received and evaluated. It was observed in the photo and physical sample a portion of the stopper was wedged between the plunger rod and the barrel wall. This was a rejetable condition per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 305062, batch no. 8281966. It was reported that before use of the bd plastipak¿ syringe with luer-lok¿ tip the tip was damaged. The following information was provided by the initial reporter: we have found in our inventory a bd 5ml syringe luer-lock tip with blunt fill needle 18g x 1 ½ with a damaged plunger tip. Customer called in to report an issue with bd 5 ml syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 305062, batch no. 8281966. It was reported that before use of the bd plastipak¿ syringe with luer-lok¿ tip the tip was damaged. The following information was provided by the initial reporter: we have found in our inventory a bd 5ml syringe luer-lock tip with blunt fill needle 18g x 1 ½ with a damaged plunger tip. Customer called in to report an issue with bd 5 ml syringe.